Event description:
It was reported by service report that the bed was drifting on the footend. The customer could not determine whether there was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Result: lift motor.